Event description:
It was reported that during a gastric bypass procedure, the trocars were leaking with and without instruments being used. There was an excess loss of pneumo lost and the flow rates were set high. The same trocars were used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.